Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on 06/23/2010, for investigation. The delivery device was returned without the loading device. A visual inspection showed that the seal was intact but was outside of the delivery tube while the tension spring assembly was inside the delivery tube. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the seal did not load properly into the delivery tube; the reported failure is confirmed. As advised in the IFU (instructions for use), the user should ensure that the plunger should not get depressed during loading. Therefore, this failure could be attributed to user technique. A supplemental report will be submitted if additional information is obtained. (B)(4).